Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The patient reported through a manufacturer representative (rep) that their implantable neurostimulator (ins) switched off spontaneously. The patient noted the switch off occurred without any input from their patient programmer or recharger. Prior to the ins spontaneously switching off, the patient had reported recharged the ins for three hours until their recharger showed ¿the thermometer icon¿ and switched itself off. The patient¿s recharger was reportedly ¿cutting out due to overheating after three hours.¿ the patient checked their ins at that time and confirmed their ins was still on. About four hours later however, the patient bent down and ¿when he got up be realized his stimulator was no longer on. The patient checked their ins with their patient programmer and confirmed the device was off and had to be manually switched back on. There were no known external factors that led or contributed to the issue; it was noted that it was winter where the patient was located and that external temperatures were not high. It was also noted that due to the position of the patient¿s ins, it was ¿difficult for the patient to obtain more than four bars of contact efficiency¿ with their recharger. The patient reportedly had four bars of contact when the recharger overheated and switched off at the time of the event. There was no troubleshooting performed and no actions or interventions taken; the patient was to contact the rep if it happened again. It was unknown whether the issue was resolved at the time of report. The patient was to follow-up with the rep after his next recharge session, the week after initial report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There were no further complications reported or anticipated.